Manufacturer narrative:
(B)(4). Additional information was obtained: relationship to study device value "unknown" has been changed to "not related" h1 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 5/25/2023. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: during the surgical intervention was the source of the bleeding identified? What is the approximate amount of blood loss? What was the time of hematoma diagnosis in relation to the time of the original procedure? Were there any device issues experienced during the original procedure? In investigator's opinion, what was the cause of the hematoma? In investigator's opinion, was there a device issue that led to or contributed to the patient issue? What is the investigator¿s experience with the device? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a clinical trial total thyroidectomy (eng_2020_05) the patient experienced a hematoma. The patient required an additional surgical procedure and in-patient hospitalization. The patient has recovered. The relationship of the hematoma to the device is unknown.